Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that every time they try to recharge the implanted neurostimulator they were losing connection and the issue was noticed about a few days ago. Caller stated that charging will be excellent for a second and then it will go to good and then stop completely. Caller added that they don't even have to move and the charging will just stop. Caller also mentioned that the recharger paddle was getting really hot and added they put the paddle over their shirt. Agent asked if they also noticed the recharger getting really hot the same time the charging issue began, patient mentioned a little longer than a few days. Agent had caller reset the controller. Caller confirmed no visible damage to the controller port pins, battery compartment pins, battery pack, or to the recharging antenna cord/plug. Caller then attempted to charge the implant and reported poor recharge quality to reposition then they reposition; quality went to good "and then it shuts right back off". The issue was not resolved. A request was sent to the repair department to replace the recharger. *2 calls made upon further investigation on the event date, the patient noticed the connection to the recharger paddle became really hot probably by the end of may.